Manufacturer narrative:
Medical device lot #: 7214697, medical device expiration date: 08/31/2018, device manufacture date: 08/02/2017. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for lipout with the incident lot was observed. Additionally, testing of the customer samples was performed and the indicated failure mode for underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for lipout with the incident lot was observed. Additionally, testing of the customer samples was conducted and underfill was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes showed underfill and lipout. No report of medical intervention or serious injury.